Event description:
Per the clinic, the patient underwent a surgical procedure to remove excess skin overgrowth on (B)(6) 2009. The implanted device subsequently lost osseointegration, resulting in fixture loss, which was reported in MDR 6000034-2013-00838.

Manufacturer narrative:
(B)(4).